Event description:
It was reported that the device speaker was cutting out at short intervals. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
Analysis was performed by on-site service personnel. The field service engineer (fse) which was dispatched on-site confirmed the reported issue that the speaker cuts out and a inop error message is displayed while testing the alleged device. The results of the analysis were that the device speaker was found defective and needed replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker assembly. The issue was resolved by replacing the defective part and the product is confirmed to be operation per its specification. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).